Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately two weeks post-implant this right ventricular (rv) lead exhibited loss of capture (loc) at maximum device output in addition to oversensing of right atrial (ra) signals. The physician suspected the rv lead had dislodged and came to rest near the tricuspid valve or atrium. The dislodgement was confirmed via fluoroscopy. Due to the extent and location of lead movement the physician suspected the patient had contributed to the dislodgement. The device was reprogrammed to aai mode pending revision. Subsequently, a revision procedure was performed wherein the lead was repositioned. The physician requested the patient stay in a sling for one week post-implant to reduce likelihood of another dislodgement. No adverse patient effects were reported. This lead remains in service.